Event description:
It was reported that prior to use with bd vacutainer® serum blood collection tubes a tube was discovered to be missing the label. The following information was provided by the initial reporter: lot no.2073811 cat no.367820 one tube is without label in pack of hundred.

Manufacturer narrative:
H.6 investigation summary material #: 367820 lot/batch #: 2073811 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® serum blood collection tubes a tube was discovered to be missing the label. The following information was provided by the initial reporter: lot no.2073811 cat no.367820 one tube is without label in pack of hundred.